Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an infection and erosion. The cause of the infection was unknown. There is no allegation from a healthcare professional that the infection was system related. The patient presented for extraction procedure on (B)(6) 2020. The implantable cardioverter defibrillator was explanted. The patient was stable post procedure.

Manufacturer narrative:
Additional information: d10, h2, h3, h6, h10 analysis was performed. No anomalies were found.